Event description:
I switched from the dexcom g6 (g6) to the dexcom g7 (g7) cgm (continuous glucose monitor) as soon as it became available, because it promised several improvements over the g7. I use the g7 with my tandem t:slim x2 (x2) insulin pump in a closed-loop insulin infusion system. However, since I started the g7, it has had constant out-of-range connection failures, even when the and g7 are on the same side of my body, and if the x2 is in my shirt pocket and the g7 is inserted on back of my right upper arm, the x2 and g7 can't connect, even though that short distance is supposed to be in transmission range. These out-of-range errors create the dangerous condition of the x2 not being able to warn the patient of hypoglicemic events. If such an event were to happen with the patient is asleep, the patient could enter a diabetic coma and die. Neither tandem or dexcom have been able to offer any solution that solves these out-of-range, failed connection errors. And I have reason to believe that these out-of-range errors are a widespread problem with the g7/x2 closed-loop cgm system. The problem may stem from the fact that, when developing the g7, dexcom did not work with tandem to be certain that its g7 would integrate with the x2. Now, both companies are urgently trying to successfully achieve the integration of their devices, which they failed to achieve when developing the g7. Ref report: mw5154025.